Manufacturer narrative:
The customer report of the autopulse platform (sn (B)(4)) unable to power on was not reproduced during functional testing and was not confirmed during archive data review. The platform was functionally tested using multiple good known autopulse li-ion batteries. The platform was able to power on and off and performed continuous compression using a large resuscitation test fixture without any errors or faults. The archive data was reviewed and found session on the reported event date. The archive data contained no event related to the reported complaint. As part of routine service during testing, the platform was examined and found physical damage on the top cover, front and back enclosure. This observation is unrelated to the reported event. Upon replacement of the damaged components the platform was further tested and passed all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) did not power on. The user tested the platform during shift check using multiple autopulse li-ion batteries; however, the same issue was observed. There was no patient involved.